Manufacturer narrative:
The investigation is currently ongoing and conclusions will be sent in a follow up report before (B)(6) 2011.

Event description:
The customer stated that a part of the system fuse burned out during fluoroscopy.